Manufacturer narrative:
(B)(4). The device history review for the product horizon ti small 6/cart 180/box, lot #73k1600291 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
After cardiac surgery the patient began to feel bad and when surgery was performed the clips were open. The patient was bleeding internally. The medical doctor thinks that although the clips were not the cause of the state of the patient, it may have contributed. The patient is serious but stable.

Manufacturer narrative:
(B)(4). The customer returned two representative samples of 001200 horizon ti small 6/cart 180/box for investigation. The actual sample was not returned. The representative samples were returned in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. Reference files pic_(B)(4) for investigation photos. Functional inspection was performed on both of the returned representative samples. A lab inventory clip applier was used. All six c lips in the first cartridge were properly able to load into the jaws of the applier and close. The clips were all successfully able to remain closed. This was repeated for the other returned sample with the same results. No functional issues were found with the returned clips. The IFU for this product, l06112 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the other remarks: clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the devices. The reported complaint of "clips were opened" could not be confirmed since the actual sample was not returned. Two representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close with no issues. The probable cause of this issue could not be determined without the actual sample. No further action will be taken.

Event description:
After cardiac surgery the patient began to feel bad and when surgery was performed the clips were open. The patient was bleeding internally. The medical doctor thinks that although the clips were not the cause of the state of the patient, it may have contributed. The patient is serious but stable.